Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, the screw inserter won't connect to the tfna lag screw correctly. The blade/screw guide sleeve is bent so the lag screw won¿t go through correctly. No patient was involved. This complaint involves three (3) devices. This report is for (1) screw inserter. This is report 1 of 3 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.025. Lot: l503499. Manufacturing site: bettlach. Release to warehouse date: 17.august 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the screw inserter (p/n: 03.037.025, lot number: l503499) was received at us customer quality (cq). Visual inspection of the complaint device showed the distal tip was deformed. Device failure/defect identified? Yes. Functional test: a functional test was unable to be performed on the complaint device due to lack of a mating device. However, the observed damage could cause the complaint condition of unable to connect correctly. Thus, the complaint is confirmed. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the observed damage could cause the complaint condition of unable to connect correctly even though a functional test could not be performed. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.